Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer with serial number (B)(6). The investigation was limited due to the unavailability of sample material. Without the sample material, a definitive root cause for the reported event could not be determined. A review of calibration and quality control data confirmed that the analyzer and the elecsys anti-hbc ii assay were performing within specifications. No other performance issues were reported, and external controls were found to be within the specified range. The observed discrepancies between the elecsys anti-hbc ii assay and the siemens centaur system may be attributed to small differences in the overall physical setups and reaction conditions of the analyzers. It is noted that false positive results can occur with the elecsys anti-hbc ii assay due to its specificity of 99.88% for blood donors. Additionally, there is no commercially available confirmation test for anti-hbc.

Event description:
The initial reporter alleged false positive results for donor blood samples tested with the anti-hbc ii assay on the cobas e 411 analyzer. The results were compared to the siemens centaur system, which yielded negative results. On (B)(6) 2020, a sample tested on the cobas e 411 analyzer (s/n (B)(6)) produced an anti-hbc ii result of 0.793 coi, which was repeated with a result of 0.786 coi, both of which were reactive. The same sample tested on the siemens centaur system was negative. On (B)(6) 2020, another sample tested on the cobas e 411 analyzer (s/n (B)(6)) produced an anti-hbc ii result of 0.354 coi, which was reactive. The same sample tested on the siemens centaur system was negative. On (B)(6) 2020, a sample tested on the cobas e 411 analyzer (s/n (B)(6)) produced an anti-hbc ii result of 0.681 coi, which was repeated with a result of 0.630 coi, both of which were reactive. The same sample tested on the siemens centaur system was negative. On (B)(6) 2020, another sample tested on the cobas e 411 analyzer (s/n (B)(6)) produced an anti-hbc ii result of 0.885 coi, which was repeated with a result of 0.894 coi, both of which were reactive. The same sample tested on the siemens centaur system was negative. The results from the cobas e 411 analyzer were questioned due to their discrepancy with the siemens centaur system results.